Event description:
It was reported that two pumps are not working properly, they thinks it is leaking out of the filter on both pumps. Additional information received via email and attached by smiths medical on (B)(6) 2021: patient information received and complaint updated. Cvs does not provide the event history log for the pump. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that two pumps are not working properly, they thinks it is leaking out of the filter on both pumps. Additional information received via email and attached by smiths medical on 08-dec-2021: patient information received and complaint updated. (B)(6) does not provide the event history log for the pump. No patient injury was reported.